Manufacturer narrative:
This is a final report. The field service engineer conducted an on-site investigation and found a problem with the left can handle. The problem was due to a short circuit, which subsequently led to the reported illumination failure. The short circuit in the can handle could be caused by the following: 1. Crimping of the can wires to the housing during assembly. 2. The can cable connector is too close to the metal clamp, causing the can cable shield wires to short to the exposed wire of the can connector. 3. The can cable wires got cut by the sharp edge of the metal clamp. The cause can be traced to a manufacturing process problem. Corrective actions have already been implemented at the supplier, and the assembly process has been improved. These activities are covered under dive-lis-md-23-011 (improvement project). The short circuit in the left can handle was repaired by the field service engineer.

Event description:
Leica microsystems (schweiz) ag received a complaint from great britain stating that a provido had a loss of illumination during a surgical procedure. There was no patient injury.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.